Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Citation: eur j cardiothorac surg. 2026 jan 6;68(1): ezaf417. Https://doi.org/10.1093/ejcts/ezaf417 pmid: 41442164.

Event description:
Title: should we replace the non-aneurysmal aortic arch during elective valve-sparing aortic root replacement in marfan patients? The aim of this study is to investigate the long-term status of the aortic arch in 67 patients with marfan syndrome who underwent isolated elective valve-sparing aortic root replacement. The median age of patients was 30 years (20-41), and 47 were male (70%). 4-0 prolene (eth) was placed on all 3 commissures and the remnants of the aortic sinus walls are then sutured on side the graft. While 2-0 ethibond (eth) was placed inside-out horizontally below the insertion of the valve leaflets in a circumferential fashion. Reported complications: 4-0 prolene (eth). 2-0 ethibond (eth). Bleeding (n=3). Treatment: rethoractomy. Renal failure (n=1). Treatment: temporary dialysis. In conclusion, the long-term results after valve-sparing aortic root replacement with a straight tube graft (david I procedure) in marfan patients are excellent. The study shows that the risk for future aortic arch intervention after elective valve sparing aortic root replacement in marfan patients is extremely low. Hence, the study supports the idea that concomitant prophylactic aortic arch replacement during elective valve sparing aortic root replacement in marfan patients with non-aneurysmal aortic arch is not necessary.